Event description:
Customer reported the system would not boot completely. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced batteries. Customer will replace caps on single board computer. System operates as intended. (B) (4).